Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue first started on (B)(6) 2016. The patient obtained an alleged inaccurate high result of 120mg/dl on the subject meter compared to 90mg/dl on the laboratory device, performed less than 10 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lifescan's criteria for accuracy. The patient denied taking any medications to manage her diabetes and continued with her usual diabetes management routine as a result of the alleged product issue. The patient stated that "1 month" after the alleged issue began she developed the symptoms of sweating and headache. The patient denied that she received any treatment. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and an approved sample site was used to obtain the results. The patient used the correct testing steps to obtain the results. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.